Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: ¿if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely.¿ a review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned out of original packaging. The t1 anchor was not attached to the suture or returned with device. The device was returned in the t1 pre-deployment position indicating the device has been triggered twice. The device doesn't show any sign of damage. A functional evaluation revealed the device failed to function properly. The first depression of the deployment knob jammed the deployment needle at the distal tip of the device. The deployment knob could move back to proximal position, but the deployment needle stayed at the distal tip. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with component failure. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. Our clinical investigation concluded: a clinical/medical evaluation found based on the limited information provided the root cause of the issue could not be determined. It is unclear if the device instructions for use were adhered to; however, does warn not bend the delivery needle because bending of the delivery needle may make it difficult or impossible to deliver the t-implants. The t anchor implants are implantable, so biocompatibility is not an issue. The patient impact beyond local irritation/discomfort, and/or migration cannot be determined. No further clinical/medical assessment is warranted at this time.

Event description:
It was reported that, during a meniscus re-fixation, the fist suture anchor was inserted without any problems. However, during reloading, the pushrod was not transported behind the second suture anchor. Therefore, the second suture anchor could not be inserted into the meniscus. The first suture anchor could not be removed. Finally, the procedure was successfully completed without significant delay using a back-up device. No additional complications were reported.

Event description:
It was reported that, during a meniscus re-fixation, the fist suture anchor was inserted without any problems. However, during reloading, the pushrod was not transported behind the second suture anchor. Therefore, the second suture anchor could not be inserted into the meniscus. The first suture anchor could not be removed. Finally, the procedure was successfully completed without significant delay using a back-up device. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.